Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging stomach issues, device has strange odor . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of strange odor related to a CPAP device's sound abatement foam. The manufacturer received information allegation of stomach issues and device has strange odor. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device manufacturer observed an intermittent high pitch sound during operation. Because of the complaint of a thermal issue (burning/smoke/electrical odor), additional testing was performed. As per external and internal inspection of the base unit unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were tiny gray and black fibers or hairs at the air inlet of the blower box, top, sides and front of device. Light dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposit spots on the bottom of the blower motor, in the blower motor and on the bottom of the blower box, indicating potential water ingress. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination in the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to confirm the presence of degraded sound abatement foam. Secrtion-h6 was incorreclty captured in the previous report, which was updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of strange odor related to a CPAP device's sound abatement foam. The manufacturer received information allegation of stomach issues. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device manufacturer observed an intermittent high pitch sound during operation. Because of the complaint of a thermal issue (burning/smoke/electrical odor), additional testing was performed. As per external and internal inspection of the base unit unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were tiny gray and black fibers or hairs at the air inlet of the blower box, top, sides and front of device. Light dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposit spots on the bottom of the blower motor, in the blower motor and on the bottom of the blower box, indicating potential water ingress. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination in the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.